Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. There was no log available to download. The allegation was undetermined. The root cause could not be determined.